Event description:
It was reported by the patient that the clinic was not receiving transmissions from the remote monitor. The patient also reported that the start/stop button on the monitor was unresponsive. Troubleshooting steps were taken. After disconnecting and reconnecting the monitor, the patient was able to send a successful transmission. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the power adaptor was out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.